Event description:
"Community first responder attending pt found in cardiac arrest. When pads attached to pt, defib said connect electrodes. Tried several times. Attached another set of pads, defib said movement detected. Tried several times. Defib discarded and CPR continued unitl a&e crew arrived. Crews defib showed pt was in emd." Th ept was not resuscitated. There were no adverse affects to the pt. Reported as a result of device use.